Event description:
Locking screws, implanted with a plate, were noted to have pulled from the bone approx 3 mos post operatively. Hardware was removed and replaced. The surgeon noted bone resorption around the screws.

Manufacturer narrative:
No investigation could not be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.